Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was unable to install an instrument on the patient side manipulator 1 (psm). An intuitive surgical, inc. (Isi) technical support engineer (tse) saw error codes 208 and 22008 in the system event logs. The customer was asked to reseat the sterile adapter (sa), but there was no change. The customer stated that one of the pins was twisted and that the surgeon was using the third psm to proceed. The procedure was completed robotically as planned. There was no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon system startup and no errors were noted. The surgical procedure started with three psms. The customer completed the case with three psms. Due to psm1 not responding, pms3 was used in its place. The procedure was successfully completed.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the customer was unable to install an instrument on patient side manipulator (psm1), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event. The isi fse reproduced and replaced the psm to resolve the issue. System was tested and verified as ready for use. An RMA was issued to have the psm returned to isi for evaluation. Isi has not received the psm. Therefore, the probable root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is considered a reportable event due to the following conclusion: a psm became unavailable/non-functional and was abandoned after the start of a surgical procedure (post first port incision). The surgeon was able to continue with the procedure robotically using 3 psms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the patient side manipulator (psm) involved with this complaint and completed the evaluation. Failure analysis (fa) confirmed the reported complaint. The unit was returned for failure analysis and the reported failure (instr. Engage / recognition) was able to be reproduced during visual inspection. The spring plungers were replaced as a fix. The probable root cause of the reported issue was attributed to component failure.

Event description:
Refer to h10/h11 for follow-up information.